Manufacturer narrative:
H10: this report is based on information provided by a facility that reported medwatch (mw) (0300380000-2022-8018). The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. Information received from reporting facility risk manger indicating that the v60 was alarming for "disconnected/low tidal volumes". Per mw investigation, an electrical safety analyzer was used to validate the proper operation of the unit. No further action was required or performed. An electrical safety analyzer was used to validate the proper operation of the unit. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
A facility reported medwatch (mw) (0300380000-2022-8018) was received. Per mw: while in clinical use, the machine was alarming "disconnected/low tidal volumes." Assessed machine and everything connected correctly. No flow to patient. Machine changed out. No harm to the patient. Investigation is in progress.